Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit for the air gas module. The replaced part was returned for further investigation. Visual inspection of the returned part showed that there were two nozzles returned for investigation, the first returned nozzle showed that it was 2d-matrix with bent spring. The second nozzle model is an old model (green dot) and the spring was also bent on this one. Due to the physical damage it was not possible to test the returned nozzles. Therefore, no root cause can be established. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was of older design. That indicates that the preventive maintenance have not been done according to the manuals service procedures.